Manufacturer narrative:
All operating currents were within specification. No battery out limit alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 399 mg/dl. It was stated customer's high blood glucose was treated prior to the button error alarm with the insulin pump and was due to eating junk food. The alarm occurred after customer went on a log ride in the water. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.